Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose while newly using the ilet pump, with a rising trend observed on the cgm during a large meal; the caregiver was advised to delay meal announcement until glucose rose, then proceed with a standard meal announcement. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates and successful troubleshooting and education by customer care. Investigation included a review of user-reported history and use guidance provided by customer care. Investigation of this case revealed no device alerts or alarms and no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear.